Event description:
A malfunction alarm labeled as malf 0 was reported. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the faulty pump. The customer was to use multiple daily injections as a backup therapy to maintain insulin delivery. They were instructed on how to put the pump into storage mode and agreed to return the malfunctioning device to tandem using a pre-paid label within ten days.